Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open bumpy irritation on her back under the therapy electrode pads. The irritation was open and oozing clear fluid. The patient reported that she has used medications for yeast infections and steroid cremes, which have not worked. The patient's doctor performed a biopsy to confirm if the irritation is infected. The patient's doctor gave the patient an antibiotic cream and another cream to use, which did not work either. The patient went to the hospital where they are treating the area. The patient reported she feels better since they have covered the area.